Manufacturer narrative:
Based on the initial report, the date of event is best estimated to be (B)(6) 2014. Pending testing results.

Event description:
This is a follow-up report. Initial report was sent on 10/02/2014.

Event description:
One (1) patient (B)(6) stated that she experienced a burning sensation in the eyes after using medical device, equaline multi-purpose no rub sterile solution lot number 125394 exp. 02/2016.